Event description:
It was reported that during a total knee surgical procedure, the blade broke. No further information was available.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: the quality investigation is complete.